Manufacturer narrative:
The defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised that the issue was most likely caused by water in the pressure line and was told where to look for water and, if the problem persisted, to try calibrating the transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator mean airway pressure (map) started to fluctuate during patient use but no harm associated with the reported event. At this time, there was no information regarding patient intervention.